Event description:
The facility reported an infusion pump with a failure code 810:04. It was not specified if this failure occurred while infusing on a patient. The facility representative stated that no patient injury was associated with this report and no incident reports were filed since the last baxter service event.

Manufacturer narrative:
The device involved was requested for evaluation but has not been received.